Event description:
The intent of the procedure was to treat a thrombotic right sfa. After completion of the thrombectomy, the catheter was attempted to be withdrawn through a 6 french crossover sheath. It was stated that resistance was met. At that time, the sheath was repositioned into the distal aorta and the catheter was pulled until removal. On inspection of the catheter, the tip was noticed to be absent. Therefore, an angiogram was performed and it was identified in the ipsilateral profunda. No further intervention was performed and the patient was discharged from the endovascular suite. Although the catheter (xpeedior), wire, and sheath were not available to be returned as they were sent to risk management, visual inspection demonstrated the distal aspect to be stretched.

Manufacturer narrative:
Event consists of a broken device during an angiojet procedure. The patient's gender and age are unknown as well as any patient medical history. An angiojet xpeedior ultra thrombectomy set was being used to treat a thrombotic right superficial femoral artery (sfa). After completion of the thrombectomy, the catheter was attempted to be withdrawn through a 6 french crossover sheath. It was stated that resistance was met while trying to remove the catheter. At that time, the sheath was repositioned into the distal aorta and the catheter was pulled until it was removed from the sheath. On inspection of the catheter, the distal portion of the catheter was noticed to be absent. An angiogram was then performed and the distal portion of the device was identified in the ipsilateral profunda. No further intervention was performed and the patient was discharged from the endovascular suite. Although the catheter, guide wire, and sheath were not available to be returned, visual inspection demonstrated the distal aspect of the catheter to be stretched. The IFU warns the user: "during the procedure, do not retract the guide wire into the catheter. If retraction of the guide wire into the catheter occurs, it may be necessary to remove both the catheter and guide wire from the patient in order to re-load the catheter over the guide wire." "If resistance is felt during the advancement of the thrombectomy set to lesion site, do not force or torque the catheter excessively as this may result in deformation of tip components and thereby degrade catheter performance." "Do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation." This event is considered a reportable event as an angiogram was required to locate the distal portion of the broken device even though no additional intervention was performed to retrieve this part of the catheter.